Event description:
Dad states up arrow button unresponsive intermittently. Reporter mentioned that they have to press button multiple times to get response. States no unusual activity with pump. Pump not exposed to moisture. Wears pump in waist-it. Keypad and pump are intact. Buttons feel normal, do not stick or spring back. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
Follow-up # 1 6/13/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be lifted on the left side near the up and down arrow keypad buttons. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. The up arrow keypad button responds intermittently and requires excessive force to evoke a response when pressed. All other keypad buttons respond normally and have normal spring back and click. The keypad was removed to investigate revealing visible contamination under the key contacts. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.